Event description:
It was reported that a remote monitoring alert was received for high, out-of-range shock impedance (400 ohms) from this subcutaneous implantable defibrillator (s-ICD). Diagnostic imaging was performed which showed this electrode was completely fractured. It was alleged that the out-of-range impedance was the result of insulation damage and a conductor fracture. The physician elected to program shock therapy off pending a potential revision procedure. The physician subsequently elected to explant and replace the entire s-ICD system to resolve the event. Both products were received for analysis and the investigation completion is pending. The patient was stable with no additional adverse patient effects.

Event description:
It was reported that a remote monitoring alert was received for high, out-of-range shock impedance (400 ohms) from this subcutaneous implantable defibrillator (s-ICD). Diagnostic imaging was performed which showed this electrode was completely dissected. It was alleged that the electrode insulation was damaged and the conductor had fractured. The physician elected to program shock therapy off pending a potential revision procedure. The physician subsequently elected to explant and replace the entire s-ICD system to resolve the event. Both products are expected to be returned for analysis, but have not yet been received. The patient was stable with no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device produced audible tones in the presence of a magnet. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a remote monitoring alert was received for high, out-of-range shock impedance (400 ohms) from this subcutaneous implantable defibrillator (s-ICD). Diagnostic imaging was performed which showed this electrode was completely fractured. It was alleged that the out-of-range impedance was the result of insulation damage and a conductor fracture. The physician elected to program shock therapy off pending a potential revision procedure. The physician subsequently elected to explant and replace the entire s-ICD system to resolve the event. Both products were received for analysis.